Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat # 6570-0-036; lot # 77657802, tridentii tritanium cluster54e; cat # 702-04-54e; lot # 76653701a, size 7 accolade ii 127 deg; cat # 6721-0737; lot # 75275703, 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # 33s. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a stage 1 revision for infection on their right hip. All components were removed and a spacer was placed. Rep confirmed that no further information would be released by the hospital or surgeon.